Manufacturer narrative:
Dealer does not know exact date of event. Dealer reported info to gaymar on 11/19/97 as stated in section a4. Eval confirms weld separation at 40 buttons.

Event description:
Equipment dealer reported that lower cell is bulging.